Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that this unit would not light up at all. Allegedly, this happened during a case and caused a 15 minute delay, though no harm to the pt.